Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Investigation results suggest/indicate procedural factors (pressure from the implanted valve on cardiac structures) likely contributed to the conduction disorders and subsequent ppm implants. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Reference for article: rheude t, pellegrini c, cassese s, wiebe j, wagner s, trenkwalder t, alvarez h, mayr np, hengstenberg c, schunkert h, kastrati a, husser o, joner m. Hemodynamic structural valve deterioration following transcatheter aortic valve implantation with latest-generation balloon-expandable valves. Eurointervention 2019; jaa-644 2019. Doi: 10.4244/eij-d-19-00710 https://www.ncbi.nlm.nih.gov/pubmed/31498111. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-04911 and related manufacturer report no: 2015691-2019-04913.

Event description:
As reported by our affiliate in (B)(6) and through an article, "hemodynamic structural valve deterioration following transcatheter aortic valve implantation with latest-generation balloon-expandable valves", between january 2014 and april 2018, 691 patients undergoing transfemoral tavi were enrolled with transfemoral tavi with sapien 3 balloon expandable valves, at the german heart centre munich. The primary endpoint of this study was moderate or greater hemodynamic structural valve deterioration (svd) during follow-up in the first 12 months after tavi, defined as (I) mean transvalvular gradient =20 mmhg or (ii) mean transvalvular gradient change =10 mmhg compared with previous measurements after tavi. Conduction disorders requiring the implant of permanent pacemakers (ppm) occurred in 39 patients. Information regarding the exact timing and types of conduction disorders, and timing of the ppm implants was not provided.